Event description:
A 39 year-old male, was originally implanted on 2/8/1994. His system functioned normally and there were no reports of any problems over the next five years. According to info received from the implant center, the pt had been drinking when he fell down and struck his head on a car door. There was an immediate cessation of device functionality. Testing conducted at the center on 1/21/1999, confirmed that device was no longer functioning. Explantation/reimplantation took place on 1/25/1999. Pt was reimplanted with another clarion device.